Event description:
It was reported that the patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure occurred on (B)(6), 2011 due to unknown reasons. Subsequently, patient underwent a further revision procedure on (B)(6) 2015 due to pain and instability. During the revision procedure, poly wear and a suboptimal cup position was noted. The liner and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "postoperative bone fracture and pain."